Event description:
It was reported that the patient experienced acute urinary leakage with an artificial urinary sphincter (aus) but it was solved after "quick bouts". The patient suspected the cause might have been related to the movements or medication taken by the patient for the edema on the patient's legs. The patient would discuss a possible over active bladder with the physician and would contact patient liaison if further clarification was needed.